Event description:
Caller states patient received result of 460 mg/dl on the mobile system and result of 187 mg/dl on the compact system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278139, expiration date 09/30/2013). (B)(4).